Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level around 230 mg/dl to 260 mg/dl. The user addressed bg level with a bolus. Reportedly, the user believed there were air gaps in the luer lock connection. However, the user could not confirm the air bubbles at that time. At the time of the report, the user reported air bubbles in the luer lock and infusion set tubing. The user's blood glucose level was 194 mg/dl. Reportedly, when the user primed the tubing to remove the air bubbles, the bubble would not move. The user continued to use the cartridge.